Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fmc-9ga has a full height cubie drawer that is failed to recover despite the reboots. The field service engineer manually released the cubies due to database error. Then recovered the cubies and loaded the medications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system fmc-9ga has a full height cubie drawer was failed. The customer reported that the user have tried to reboot, but the issue was still persisting. This malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.